Manufacturer narrative:
H.6 investigation summary : bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # 90580 as the most likely root cause is that the embedded fm is indicative of resin colorant and/or resin adhering to the interior of the mold core and breaking free during production. This would typically be seen during the start of a run, or if the mold had to be stopped for maintenance and then restarted the investigation is still on-going, and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that prior to use foreign matter was discovered with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from japanese to english: fm got mixed.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from (B)(6) to english: fm got mixed.